Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review showed no discrepancies that might have contributed to the reported event. (B)(4).

Event description:
Information received through proctor case# (B)(4). Covidien (medtronic) received information pertaining to an incident involving one of its products. During the procedure, it was reported the pipeline required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. Post procedural angiogram showed slow flow into the aneurysm. The treatment was for an unruptured saccular aneurysm measuring 18mm x 10mm located in the cavernous segment of the ica (internal carotid artery). The patient was on dual antiplatelet therapy. No patient injury was reported as a result of the procedure.